Manufacturer narrative:
Zimmer biomet complaint: (B)(4). This report is being submitted late as it has been identified in remediation. Complaint sample was evaluated and the reported event was not confirmed. The product and packaging were visually inspected for hair per the complaint. Complaint sample was returned without the tray cover; however, no hair or any other foreign material were found on any of the packaging components, including the vacuum sealed pouch, which had maintained its integrity. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. The complaint was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total hip arthroplasty, a hair was in the sterile packaging. Another stem was opened to use to complete the procedure with no delay. No adverse events have been reported as a result of the malfunction.